Manufacturer narrative:
Concomitant product(s): a 694765, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received therapy in their programmed zone for apparent supra ventricular tachycardia (svt) due to inconsistent far field r-wave (ffrw) oversensing. It was noted the patient received a total of three shocks and reported to the emergency department. The implantable cardioverter defibrillator (ICD)  was reprogrammed. The ICD and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.